Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found insulation abrasions at 10.8cm, 31.1cm and 32.3cm from the helix. The df-1 rv and df-1 svc cables were exposed, and one of the df-1 svc cable's etfe insulations was abraded at 32.3cm from helix. All three wires of df-1 svc coils were fracture. The damage found is characteristic of friction with another device. Failure (event) observed during analysis.